Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to possible atrial fibrillation (af) with the rapid ventricular response (rvr). At this time, this ICD remains in service and no additional adverse patient effects were reported.